Event description:
Healthcare professional reported that a patient was injected 0.55 cc in the lips with JUVÉDERM® VOLBELLA¿ XC, "Patient has late onset nodules". Later physician reported "unilateral swelling/nodule on right lip, where a small hard nodule is observed; patient has depression". A course of Benadryl was prescribed as treatment. The event is ongoing.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist Abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the Device History Record has been initiated. If any new, changed or corrected information is noted, a supplemental MedWatch will be submitted. This is a known potential adverse event addressed in the product labeling.